Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was inappropriate power cable disconnects the morning of (B)(6)2021. The history in the system controller does not correspond to the system monitor file. The last power cable disconnect did not record in the pocket controller. The patient's white power cable had a broken part on the nut. The log file captured random power cable disconnect events (B)(6) 2021 from 10:19 am to 10:44 am. The system controller was exchanged and the alarms resolved after updating the patient's system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarm was confirmed; however, a damaged white connector nut on the system controller was not confirmed. A review of the submitted log file spanned approximately 9 days ( (B)(6) 2021 per time stamp). On (B)(6) 2021 at 10:19 and 10:44 while connected to batteries, there was an atypical power cable disconnect alarm activated even though the batteries were fully charged. The alarm cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6), was not returned for analysis. Additional information provided on 31aug21 stated that the controller was exchanged which resolved the alarms and it will not be returning. The provided information stated that the patient had a damaged white connector nut. The extent of the damage could not be assessed due to the customer not providing any additional documents or pictures. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed never twist connectors or pull them apart at an angle.¿ heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.